Manufacturer narrative:
This report was previously assessed and the decision was there was no indication for MDR reporting, based on the existing MDR reporting criteria. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. (B)(4) has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint files were re-examined and based on the changed criteria this MDR report is being filed. An examination of the device was carried out as part of the complaint investigation. The conclusion in summary was that the instructions for use, packaged with the product was incorrectly followed by user.

Event description:
Based on the report information, submitted to (B)(4) on (B)(6) 2010, "guidewires could not be pulled out of catheter during final step of PICC placement. Distal end seemed to get stuck in catheter at 48 cm with noticeable bulge. PICC had to be removed and placement process started again with another PICC of the same kind. Two reports. An unopened sample was returned for comparative examination. The product samples were returned for examination. (B)(4).